Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the centrifugal pump made a clunking noise. No patient involvement. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 22, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 213, 22). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 22 - known inherent risk of device. The affected sample was inspected upon receipt with no anomalies noted. The affected sample was built into a saline circuit and set up on a sarns drive motor. The rpm was set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the returned sample was observed for any running sound anomalies. No sound anomalies or abnormalities with the functionality were observed during the test. A retention sample from the affected product code/lot number combination was obtained and visually inspected, no anomaly noted. The retention sample was built into a saline circuit and set up on a sarns drive motor. The rpm was set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the returned sample was observed for any running sound anomalies. No sound anomalies or abnormalities with the functionality were observed during the test. The noise issue was not able to be replicated on the affected sample or the retention sample; however, the issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is changed: g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to correction); h6 (correction of codes 170, 23); results code: 170 - manufacturing process problem identified. Conclusions code: 23 - manufacturing deficiency. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4315). Conclusions code: 4315 - cause not established. The affected pump was disassembled and thoroughly inspected for dimensional accuracy, foreign matter and fitment. The magnets, bearings and molded components did not have any apparent anomalies. Research of production records showed that mold maintenance was performed to improve the dimensional tolerance of the molded components and associated bearings, this preventive maintenance and mold modification reduced production fall out by improving the bearing/housing interface with improved tolerances. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). Based on this investigation, it is believed that the root cause of this failure mode is a combination of a poor technique in using the arbor press for applying the mag rotor assembly into the separator and the dimension of the bearing pocket in the magnet housing. Corrections are being investigated as it relates to the arbor press to ensure consistent assembly of the bearing and the magnet rotor. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.